Event description:
It was reported that the procedure was to treat the left iliac artery. The lesion was prepped with an unspecified balloon dilatation catheter for 180 seconds. The 9.0x60mm absolute pro self-expanding stent system was noted to partially deployed as the thumbwheel became stuck and would not move anymore. Additionally, after retracting the device under fluoroscopy, fractures (tip) of the absolute pro remained in the vessel wall and an unspecified stent was used to cover the pieces. There was no adverse patient sequela reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be confirmed due to the condition of the returned device. The reported activation failure and the reported material separation were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, it is possible that the distal shaft was bent in the anatomy preventing the shaft lumens from moving freely, resulting in resistance with the thumbwheel and difficulty deploying the stent; however, this could not be confirmed. The investigation determined a conclusive cause for the reported activation failure and mechanical jam cannot be determined. Additionally, during removal interaction with the anatomy/other devices and/or manipulation of the device possibly resulted in the reported tip material separation; however this could not be confirmed as the returned device was returned intact. The treatment(s) appears to be related to the operational context of the procedure as reportedly an unspecified stent was used to cover the tip separation pieces. There is no indication of a product quality issue with respect to manufacture, design or labeling. A cine was received and reviewed by an abbott vascular clinical specialist. Images provided do confirm what appears to be the reported partial stent deployment resulting from the deployment wheel becoming ¿stuck¿. Per the report the device was removed under fluoroscopy which resulted in a portion(s) of the stent remaining in the anatomy as the stent and delivery system was retracted.